Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered anti-tachycardia pacing (atp) therapy as well as six shocks, exhausting therapy. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of atrial fibrillation (af) with rapid ventricular response (rvr). Ts additionally noted noise on the right ventricular (rv) channel with a non-boston scientific lead. This noise was noted to be oversensed, however there was no evidence of asystole and there was intrinsic underlying rhythm noted. Information was later received that this device had been reprogrammed and a lead revision was planned for the future. This device was subsequently explanted and successfully replaced. It is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered anti-tachycardia pacing (atp) therapy as well as six shocks, exhausting therapy. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of atrial fibrillation (af) with rapid ventricular response (rvr). Ts additionally noted noise on the right ventricular (rv) channel with a non-boston scientific lead. This noise was noted to be oversensed, however there was no evidence of asystole and there was intrinsic underlying rhythm noted. Information was later received that this device had been reprogrammed and a lead revision was planned for the future. This device was subsequently explanted and successfully replaced. It is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered anti-tachycardia pacing (atp) therapy as well as six shocks, exhausting therapy. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of atrial fibrillation (af) with rapid ventricular response (rvr). Ts additionally noted noise on the right ventricular (rv) channel with a non-boston scientific lead. This noise was noted to be oversensed, however there was no evidence of asystole and there was intrinsic underlying rhythm noted. Information was later received that this device had been reprogrammed and a lead revision was planned for the future. This device remains in service. No additional adverse patient effects were reported.